Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001825034 - 2018 - 01544, 0001825034 - 2018 - 01545, 0001825034 - 2018 - 01546. Medical devices: 195922 vgxp intlk femoral lt 65 187810, 195755 vgxp xp inlk pri tib tray 71mm 044000, 195814 vgxp xp e1 tib brg ll 9x71 553820. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted

Event description:
Clinical study (B)(6) reported as part of a clinical study that a patient underwent an initial right knee procedure on (B)(6) 2016. During a 3 and 6 month follow up appointment the patient experienced moderate pain/painful to stand up which has interfered with usual work, problems walking about and down stairs, performing usual activities, trouble getting in or out of car, limping most of the time, impossible to kneel down, and difficult to shop. Attempts have been made and no further information has been made available at this time.